Event description:
As reported by the field clinical specialist (fcs), 4 years and 6 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve required intervention due to stenosis and an alternate non-edwards valve was implanted during a valve in valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences (engineering or technical summary) and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for stenosis was confirmed based on medical record provided for evaluation. Available information suggests patient factors (atherosclerosis) likely contributed to the event as patient has hyperlipidemia. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), 4 years and 6 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve required intervention due to severe stenosis and an alternate non-edwards valve was implanted during a valve in valve. The patient was symptomatic and had acute diagnostic heart failure due to valvular disease.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from additional response from a follow up and an investigation update. The following sections of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h10. Investigation is ongoing.